Event description:
It was reported that shortly after the start of knee surgery on the patient, the first cogs of the unit rubbed off and the remaining cogs became entangled in the tissue. It was further reported that this made it difficult to remove the blade from the joint and preparation of the tissue became necessary. The preparation included cutting the tissue entangled around the blade with a second unit in order to separate the blade from the tissue in order to remove the blade from the knee. It was further reported that the surgery was completed with an alternate device.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.